Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had a cracked case at a display window corner, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window. No crack was noted on the display window. No damage was noted on the display glass.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported that the insulin pump was cracked on the reservoir compartment and display screen. Customer also reported that the paramedics were recently called to respond to a los blood glucose level of 32 mg/dl. Customer reported losing consciousness at the time of this event, falling, and breaking several ribs. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.